Manufacturer narrative:
The company rep was unable to duplicate the reported problem. Unit did not have paper in it. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp printer was not printing. The patient was switched to another iabp and therapy was continued. No patient injury was reported.